Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. Pfs alleges pain, cracking/popping, metal shavings, and wrong size/placement. After review of the medical records for MDR reportability, the patient was revised for pain, instability, metallosis, malpositioned cup, and osteolysis. Possible loosening of the stem was noted per x-ray, but never confirmed during the revision note (stem was revised). There was no mention of any cracking/popping or wrong size/placement within the medical records as previously alleged.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).